Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak in the reservoir past the second o-ring. Customer stated that while filling the reservoir she noticed that insulin was passing one of the o-rings. Customer's blood glucose reading was 120 mg/dl. Replacement product is being sent.